Event description:
It was reported that the patient was referred for full revision. Per the system diagnostics results, the output appears to be low, with the programmed output current being 3.25ma and the delivered output current being noted to be 1 ma. Session report was received from prior to operation, noting that the output current was delivered at 3 ma, impedance showed to be ok. The output current was no longer showing as low. No additional relevant information has been received to date. The patient's explanted generator has not been received to date.